Event description:
It was reported that after use of bd¿ pen needle the customer developed a skin rash, possible allergic reaction. No medical intervention was reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use of bd¿ pen needle the customer developed a skin rash, possible allergic reaction. No medical intervention was reported.

Event description:
It was reported that after use of bd pen needle the customer developed a skin rash, possible allergic reaction. No medical intervention was reported.

Manufacturer narrative:
No samples or photos were returned for analysis. Unable to perform complaint lot history check due to unknown lot number. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.